Event description:
E-047.

Manufacturer narrative:
On previous submitted report section b5 (describe event or problem) was incorrect it should be: a ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's board needs to be replaced to address the issue. Upon further review, this complaint has been deemed as a reportable event.